Event description:
It was reported that the pt arrived for routine mapping appointment. Pt has reported no change or decrease in performance, however, the test results showed that the device has malfunctioned. The audiologists were counselled that pt may continue to wear his external equipment, as long as he is not having any uncomfortable or loud percepts. If this does occur, he should immediately remove his external equipment and contact his clinic. The audiologists were advised to counsel him, regarding the possibility of a revision surgery.